Manufacturer narrative:
A bci field service engineer (fse) evaluated the system. The pattern of intermittent high ise results was determined to be consistent with a ratio pump piston leak. The fse replaced the ratio pump piston, tubing, and o-rings. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600i synchron access clinical system intermittently gave erroneously elevated results for sodium (na), chloride (cl), and carbon dioxide (co2). The customer did not specify the number of patient samples affected by this event. The erroneous results were not reported outside of the laboratory. Patient treatment was not affected by this event and there were no reports of death or serious injury. The erroneous results were rerun on the same system and repeated on a synchron cx9 alx clinical system. Normal results were obtained from both systems. Prior to each event, the ion selective electrode (ise) system was calibrated and a quality control (qc) was run. The qc recovered within the lab's established ranges.